Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2007 (B)(6).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient experienced infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent procedure- mesh revision/excision on (B)(6) 2008, and an unknown product was implanted. No additional information was provided

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with total vaginal hysterectomy and left salpingo- oophorectomy. No additional information was provided.